Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Mfg. Report 1 of 2, medwatch report # 3004209178-2013-91764 mfg. Report 2 of 2, medwatch report # 3004209178-2013-91765

Event description:
It was reported that the customer was hospitalized due to high blood glucose. The caller stated that her blood glucose went up to 500mg/dl. No further information was provided.